Event description:
Treatment of an avm. It was reported that onyx could not be injected into the catheter after several injections. No patient injury reported. Same event as MDR# 2029214-2012-00204.

Manufacturer narrative:
The catheter has been evaluated and found ruptured at approximately 30 cm from the distal tip. The catheter appears to have ruptured during angiographic injection due to over-pressurization as a result of an undetected kink or other obstruction of the catheter and this was not detected until onyx injection. (B)(4).